Manufacturer narrative:
A review of the data confirmed that all runs generated valid results. The results were typical of samples at or near the limit of detection (lod) of the assay. The system data showed no anomalies regarding samples or reagent pipetting. The system is working as expected. A clear root cause could not be established. It could be observed that there was likely low-level contamination as the issue decreased after the decontamination procedure and exchange of all reagents.

Manufacturer narrative:
Investigation is ongoing. A batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance. The customer issue has been alleged on the cobas 6800 system (product catalog number 05524245001; UDI: (B)(4); PMA 510k: bk140196; product code: mza). The test used on the cobas 6800 system is the cobas sars-cov-2 for use on the cobas 6800-8800 system (eua200009, product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for an unknown number of patient samples while using the cobas® sars-cov-2 nucleic acid test on the cobas® 68/8800 systems. It was reported that samples on a single run generated a positive result for sars-cov-2. The same samples were retested on a different platform (cepheid) which yielded a negative result for sars-cov-2. The initial positive results were released and then amended. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.